Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 5 years ago. Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.

Event description:
Pt was revised to address pain. Insert was exchanged.